Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. The healthcare provider in the ER (emergency room) reported that they believe the patient¿s pump was malfunctioning. The patient was believed to have overdosed which then resulted in the patient¿s father giving the patient CPR to revive them. The reporter stated that this had happened before but did not know any further details. The healthcare provider also stated that they believe that it is baclofen in the pump but could not give dose or concentration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient had a dye study and ended up overdosing. The patient was intubated and was in the ICU (intensive care unit) on (B)(6) 2022. The patient's pump was interrogated and there were no stalling events noted. The hcp stated that the patient was very spastic back to pre-implantation state. The patient went back to taking baclofen 100 mg/day and the patient's itching resolved. The patient underwent a dye study and CT scan on (B)(6) 2022 showed that the pump was appropriately positioned. The patient eventually recovered from the overdose and was discharged home. Since discharge, the patient's spasticity only improved for one day (B)(6) 2022 but did not last 24 hours. The patient's baclofen concentration was increased to 500 mcg/ml on (B)(6) 2022. Currently, the hcp reported that the device was working. The hcp reported that it was not determined that the pump has malfunctioned.